Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system and confirmed that the system was not working properly. The hard disk was emptied and the issue resolved. A system checkout was performed and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the images of the patient were imported but in the planning option was impossible to see them. Navigation was aborted and caused less than an hour delay in the procedure. No impact on patient outcome.